Event description:
A malfunction alarm was reported by rubin medical aps related to a pump, with no notable events occurring prior to the malfunction. It was unclear whether the customer's blood glucose level exceeded 500 mg/dl, as this information was not provided. The malfunction code was resettable, and the pump was reset within the last 24 hours. The pump was under warranty, and the customer was informed that it needed to be replaced. The customer declined to share information on backup therapy.